Event description:
It was reported that the pt underwent a plif using mini-invasive procedure to implant posterior fixation rod and screws at l4-l5. During the reduction procedure bilaterally at l4, the screw head came off the extender three consecutive times. The screws were changed and implanted. No pt complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 7576301, 510k # k063147 was cleared in the united states. Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.